Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The dialyzer was returned wet with blood residue in both headers. During visual inspection of the device, broken fibers were visually observed through the housing on the cavity ID end at approximately 40 degrees, with the dialysate ports situated at 0 degrees. A leak test was not performed as this is a known failure that will cause an internal leak. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that an internal dialyzer blood leak occurred immediately at the onset of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate drain line, and in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius bloodlines were also being used. A blood leak test strip was used to test for the presence of blood, and it tested positive. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be sent back for a manufacturer evaluation.